Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the dissection tip cone on the vasoview hemopro endoscopic vessel harvesting system popped off. It reportedly looked as if it was not glued. A new kit was used to complete the procedure. There were no pt effects. The lot number is unavailable, as the box was discarded. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the dissection tip was received with the conical tip detached. The tip formed a complete assembly. There was some adhesive visible on the connecting surfaces. There was minimal evidence of blood. Based upon the visual observations, the reported complaint for "dissection tip nose detached" was confirmed. A lot history record review could not be completed for the product since the lot number could not be obtained. Internal file number - (B)(4).